Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported the patient went in for a refill in early (B)(6) 2005 and the day after the patient kept falling down, falling asleep and was deteriorating. In (B)(6) 2005, the patient¿s spouse reported drug side effects. On (B)(6) 2005, the healthcare provider reported the symptoms were anxiety attacks and the healthcare provider turned the pump off and the patient ¿did well.¿ per the healthcare provider the patient has psych ¿issues¿ and the signs and symptoms reported were not related to the pump. On (B)(6) 2015, the patient¿s spouse reported the patient¿s pump was removed ¿about a couple of years¿ after implant due to an infection. Once the pump was removed the patient went into ICU because the physician did not wean the patient off any medication. The pump was used to deliver morphine. Patient outcome not reported.